Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the insulin pump had a motor error alarm during bolus. The customer's father stated that the insulin pump would not rewind. Blood glucose level was 440 mg/dl at the time of the incident, which customer treated with an insulin pen. The customer's father will not return the device for analysis.